Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 20th february 2013. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2016. The returned sam 300p was then reported as being used during an sca on (B)(6) 2017. There are three events (B)(6) 2017, 12:53:05. This event was 3 minutes and 21 seconds in duration. The pads were placed 1 minute 8 seconds after the device was switched on. The patient presented normal sinus rhythm, with cardiac output clearly visible in the icg trace. It appears that chest compressions were ongoing when the pads were placed, and this caused the algorithm to incorrectly deem the rhythm shockable. The compressions stopped after 3 seconds, and the algorithm reassessed the rhythm, deeming it non-shockable. CPR was advised by the device, and the chest compressions performed were intermittent, with a CPR fraction of 22.1%. The signal became noisy at 00:02:09. Event 2: (B)(6) 2017, 12:56:38. This event was 49 seconds in duration. The patient continued to present normal sinus rhythm, but there is noise visible in the ECG trace. Chest compressions were not delivered during this event. Event 3: (B)(6) 2017, 13:08:01. This event was 21 minutes 10 seconds in duration. The patient continued to present normal sinus rhythm, but there is noise visible in the ECG trace. A shock was not advised. Intermittent chest compressions were delivered, with a CPR fraction of 18.5%. The patient remained in normal sinus rhythm, and a further five cycles of chest compressions followed, with CPR fractions ranging from 7.3%. To 54.0%. The patient remained in normal sinus rhythm following the compressions. The chest compressions in the next cycle were intermittent (CPR fraction of 12.0%) but also at a high rate, ranging from 260 compressions per minute (cpm) to 300 cpm. The patient remained in normal sinus rhythm and one further cycle of CPR was delivered at an average rate of 90 cpm, with a CPR fraction of 16.1%. The device was switched off at 00:21:10. There was significant artefact in the ECG and icg traces. Overall, the chest compression rate ranged from 90 cpm to 300 cpm, and the chest compression fraction ranged from 7.3% to 54.0%. The device performed as expected throughout these events. The heartsine sam 300p and all other sam models, are indicated for patients who are: unconscious, not breathing, without a pulse. If the patient regains a pulse, begins breathing or becomes conscious then use of the sam 300p should be discontinued. The sam 300p is designed to differentiate a shockable and non-shockable rhythm during cardiac arrest. Therefore, applying the sam 300p to a patient who is not in cardiac arrest is outside of the indications for use for the AED. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was a patient involved in this event. The device advised to continue CPR even though patient had regained consciousness.